Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of over 500 mg/dl and dehydration. Customer was treated with one liter of fluids, and was released from the ER 2 hours later. Upon being released from the ER customer¿s bg level was 123 mg/dl, and customer was in ¿stable¿ condition. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event.